Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized due to abdominal pain on an unknown date. At the time of this report, all antibiotic treatment was discontinued, the patient was discharged and has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1gm, route, frequency and duration were not reported) and intraperitoneal amikacin injection (500mg followed by 100mg in one bag, frequency and duration were not reported) and intraperitoneal imipenem injection (500mg in one bag, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.